Event description:
Revision surgery - due to the baseplate having loosened and the central screw having broken in the glenoid.

Manufacturer narrative:
The reason for this revision surgery was due to a loosened glenoid and a broken screw after 1.25 years in-vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the broken screw could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.